Event description:
It was reported to boston scientific corporation that a wallflex enteral colonic stent was attempted to be deployed within the rectum of a patient on (B)(6) 2013 during a stent placement procedure. According to the complainant, the indication for the stent placement was palliative treatment of a stenosis caused by a malignancy within the large intestine. The stricture was reported to be "comparatively short" in length and not tight. In addition, the stricture is located within the rectosigmoid colon. During the procedure, a wallflex enteral colonic stent was attempted to be deployed within the target lesion, but the distal handle detached. Subsequently, the user attempted to manually operate the outer sheath in order to release the stent. However, the proximal handle broke and the stent could not be deployed. The user manually reconstrained the stent back onto the delivery system and removed the device from the patient with the scope. There were no patient complications as a result of this event. The patient's condition was reported to be stable post procedure. Based on the evaluation findings, which indicate that the stent was returned partially deployed and some of the polytetrafluoroethylene (ptfe) coating had detached from the inside of the outer sheath, this is now a reportable event.

Manufacturer narrative:
Although the exact patient age was not provided, the patient was reported to be over 18 years of age. The complainant was unable to report the lot number; therefore, the manufacture date and expiration date are unknown. However, the complainant noted that the device was used prior to the expiration date. (B)(4) for the evaluation findings of stent partially deployed. (B)(4) for the evaluation findings of catheter delamination. A visual examination of the returned device found that the stent was partially deployed by approximately 25mm. The outer sheath was accordioned at the proximal end of the mounted stent. It was noted that the distal handle was detached from the outer sheath. The stainless steel handle had been cut at 20mm distal to the proximal handle. A bend was also noted in the stainless steel handle. The spacer tube was visible between the stainless steel handle and the outer sheath. The outer sheath was accordioned for a distance of 120mm starting at 75mm from the proximal end of the outer sheath. During a functional analysis, the outer sheath could not be retracted to deploy the stent. The shaft was dissected at the proximal end of the clear outer sheath and the distal end of the inner lumen and stent were withdrawn from the outer sheath. The outer sheath was dissected longitudinally and it was noted that some of the polytetrafluoroethylene (ptfe) coating had detached from the inside of the outer sheath. A labeling review was performed and, from the information available, this device was used per the directions for use (dfu) / product label. The investigation concluded that this complaint is associated with a product that meets design and manufacture specifications but due to anatomical/procedural factors encountered during the procedure, performance of the device was limited. The most probable root cause classification is operational context.